Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulty charging the pump. In addition, the pump battery depleted from (B)(4) while connected to a power source. Reportedly, the pump was able to be charged after being connected to a power source via computer. The customer's blood glucose level was 171 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.